Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml the user noted poor barrier separation within twenty (20) tubes and it was required to centrifuge patient samples two to three (2-3) times for testing. No health impact or consequence reported.

Manufacturer narrative:
H6. Investigation summary: bd received 2 samples and fifteen (15) photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the 2 customer returned samples and forty-three (43) retention samples from bd inventory were evaluated by visual examination with no issues being identified. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml the user noted poor barrier separation within twenty (20) tubes and it was required to centrifuge patient samples two to three (2-3) times for testing. No health impact or consequence reported.